Event description:
A report was received per social media that the patient was experiencing unbearable pain. It was noted that the patients ipg had migrated and patient had blood in the urine. The patient was taken to the emergency room. No further information could be obtained.